Manufacturer narrative:
The technician found the ground pin was loose. He replaced the ac plug to repair the bed.

Event description:
Information received indicates, the ground loss light was flashing on the bed.